Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced a needlestick injury post use due to a safety shield failure. There is no report of the users health or testing at this time. This event occurred 4 times for the safety shield failure and once for the needlestick injury-post use. The following information was provided by the initial reporter. The customer stated: it was reported needlestick injury as a result of a safety device failure. We had a needlestick injury as a result of a safety device failure on friday. The device was the 21 gauge eclipse needle. What happened was the pink safety device broke off when engaging it. The person this happened to was our lead tech and he has a lot of experience so I don¿t think it was due to uneven pressure while engaging. One of our students has said that it has happened to her twice but did not result in an injury. Add two more near misses and they all seem to be recent with lot#1196632. We have no photos as they were immediately disposed of for safety reasons but have two boxes of quarantined product. The needle stick occurred on (B)(6) 2021 and the other four incidents in the two weeks prior to that. We are at the end that lot# 1196632 so it does seem to be lot related. We have rarely had them break in the past bur never had a needlestick as a result and never so many in a short time frame. Three of these were with senior staff members.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced a needlestick injury post use due to a safety shield failure. There is no report of the users health or testing at this time. This event occurred 4 times for the safety shield failure and once for the needlestick injury-post use. The following information was provided by the initial reporter. The customer stated: it was reported needlestick injury as a result of a safety device failure. We had a needlestick injury as a result of a safety device failure on friday. The device was the 21 gauge eclipse needle. What happened was the pink safety device broke off when engaging it. The person this happened to was our lead tech and he has a lot of experience so I don¿t think it was due to uneven pressure while engaging. One of our students has said that it has happened to her twice but did not result in an injury. Add two more near misses and they all seem to be recent with lot#1196632. We have no photos as they were immediately disposed of for safety reasons but have two boxes of quarantined product. The needle stick occurred on (B)(6) 2021 and the other four incidents in the two weeks prior to that. We are at the end of that lot# 1196632 so it does seem to be lot related. We have rarely had them break in the past bur never had a needlestick as a result and never so many in a short time frame. Three of these were with senior staff members.